Manufacturer narrative:
Other relevant device(s) are: products: sw v (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the software engineer submitted a defect identified by in-house engineering and confirmed in released product. This issue was present for navigation software versions (B)(4) and later (spine procedures). This was identified on a development system with no serial number. This has already been logged in medtronic navigation software anomaly tracking database. Summary: 'follow me' flag not working when using trajectory 1 view without interbody mode enabled either via the instrument or through the global admin setting. The trajectory 1 view when not in interbody mode failed to follow the instruments follow direction [1&2] vectors even when they were defined. " there was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported instance is tracked through software anomaly tracking database and references to this case have been added to that record if information is provided in the future, a supplemental report will be issued.